Event description:
Pt vv ECMO. Rpm's of centrimag pump went to zero for a brief moment, perfusionist readjusted/confirmed tight connection between console and external motor unit and turned rpm's back to desired level. The external drive unit and console were appropriately changed out and taken to biomed. No adverse affects. FDA safety report ID # (B)(4).